Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a service call for another issue, the getinge service territory manager (stm) shut the unit down and powered it back up to check the low helium alarm. The unit would not go past the start up screen and went into alarm. The front end boar was removed and the original reinstalled. The b.14 software was also reinstalled. The stm was able to calibrate the pressure and vacuum settings at this point. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During a service call, the service territory manager (stm) reported that the cardiosave intra-aortic balloon pump (iabp) would not move past the start up screen and alarmed. There was no patient involvement and no adverse event was reported.